Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. Top and bottom cases were in excellent condition. No visible contamination. Force sensor test found in error history log. Power up process and calibration verification test performed. Reported problem duplicated (intermittent error). Steady state reading of the force sensor (with no pressure on it) 0 count, 0 to 9 and -0.93 to -1.13 (B)(6). (Fluctuates). Force sensor error caused by the broken screw boss on left plunger case. No causes or potential causes to the customer's reported problem were found during the device history record review. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced left plunger case and re-calibrated force sensor.

Event description:
It was reported that force sensor error occurred. There was no patient involvement and no patient injury reported.